Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: femur. Surgery description: lengthening. Patient's information: not available. Problem observed during: into treatment/postoperative. Type of problem: device functional problem. Event description: device not lengthening. The complaint report form also indicated: the device failure had adverse effects on patient the initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2024. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Patient's current health condition: patient is well. Orthofix srl received the following additional information: the revision surgery was successful and the original nail remained in situ after testing it. The osteotomy site was freshened and the surgeon was happy with the outcome of the revision. The nail was lengthening and the motor was heard and is continuing with treatment manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. Technical evaluation: a technical evaluation of the device involved was not possible as the device remained in situ. Final comments. Considering the information provided, it is not possible to identify the root cause for the issue notified by the user, i.e. Device not lengthening. According to the information received from the local distributor after the revision surgery, the nail was not replaced as it was lengthening and the treatment is successfully ongoing. "The patient has had revision surgery in which the osteotomy site was freshened. It was tested again while in situ and surgeon was happy that lengthening was seen, and the motor heard. Therefore, the revision surgery consisted with keeping the original nail in situ and refreshing the osteotomy site." In case the involved nail is made available for analysis after the treatment is completed, orthofix will finalize the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Technical evaluation the device involved in this event has not been received by orthofix srl. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital surgeon's name: (B)(6) date of initial surgery: on (B)(6) 2024 body part to which device was applied: femur surgery description: lengthening patient's information: not available problem observed during: into treatment/postoperative type of problem: device functional problem event description: device not lengthening the complaint report form also indicated: the device failure had adverse effects on patient, the initial surgery was completed with the device, the event did not lead to a delay in the duration of the surgical procedure, an additional surgery was required: performed on (B)(6) 2024, a medical intervention (outpatient clinic) was not required copy of operative reports is not available, copy of x-ray images is not available, patient's current health condition: patient is well. On 8 and 10 may 2024, orthofix srl received the following additional information: the revision surgery was successful and the original nail remained in situ after testing it. The osteotomy site was freshened and the surgeon was happy with the outcome of the revision. The nail was lengthening and the motor was heard and is continuing with treatment manufacturer ref: (B)(4), distributor ref: 821747.